Event description:
The pt was implanted with two leads with the same lot number. It was reported that the pt presented to the emergency room with signs of an infections one day after his trial leads were explanted. Cultures were taken and resulted in staphylococcus aureus. The pt is being monitored.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions - the cause for the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.